Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was successfully implanted "without issues," during an anterior repair procedure performed during the first week of (B)(6) 2010 (exact procedure date unknown). However, approximately six weeks post-procedure, the physician, during a follow-up visit from the patient, determined that the patient had presented with mesh erosion. Reportedly, the erosion was located on the patient's right side at the site of the horizontal incision. The physician estimated the size of the mesh exposure to be 1.5 centimeters. The patient was prescribed premarin cream as treatment and the physician has not planned any further medical intervention. The patient is reportedly doing "fine" and her condition continues to be monitored by the physician.